Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or if the product is returned, a follow-up report will be submitted.

Event description:
It was reported the sensors were displaying high spco readings. No report of any patient impact or consequence as a result.